Manufacturer narrative:
The reported events of failure to remove the stylet from the lead, leading to the stylet breaking, were confirmed. As received, a complete lead was returned in one piece with the stylet stuck in the lead. The stylet knob was separated from the stylet due to excessive force applied while trying to remove the stuck stylet from the lead. Visual inspection found bunching up of the inner coil and the stripped ptfe coating of the stylet distal to the connector pin. The cause of the reported events was isolated to stripped ptfe coating bunching up at the connector region from the stylet consistent with damage occurring while trying to remove the stylet from the lead.

Event description:
During attempted implant, there was difficulty removing the guidewire from the left ventricular (lv) lead. The guidewire broke. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.